Event description:
It was reported that the deltaxsft10 2mm x 6cm (dlx100206/ 31131285) coil could not be introduced into microcatheter (echelon10). Additional event information states that the event did not result in any undue procedural delay that could be considered clinically significant. Resistance was first felt during the introduction of the device into the echelon 10 microcatheter, specifically at the microcatheter hub. There is no available information indicating that other devices were successfully used with the microcatheter prior to or after the encountered resistance; however, the intervention was successfully completed with cnv coils. The microcatheter was not removed or replaced during the procedure. Unfortunately, details regarding the target vessel and relevant anatomical characteristics, such as calcification, tortuosity, or vessel diameter, are not available. No damage was observed at any time on the device, and there was no obstruction noted within the microcatheter. Throughout the procedure, continuous flush was maintained.

Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found kinked; the findings meet us FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile deltaxsft10 2mm x 6cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the coil was returned protruding from the introducer. Under magnification, the embolic coil was found to be kinked. However, remained attached to the resistance heating (rh). The core wire was also noted to be folded and protruding from the introducer. The issue documented a coil being unable to be inserted into the microcatheter was confirmed based on the appearance of the returned device. The kinking observed in the coil was not originally reported in the complaint however it could be the result of the impeded condition experienced during the procedure. Kinking can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil kinking. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.